Event description:
It is reported that a customer experienced low blood glucose of 37 mg/dl. The customer was treated at a hospital on (B)(6) 2015 at 12 am. The customer was informed that there could be many reasons for low blood glucose. The customer was advised to change the reservoir and infusion set. The customer will monitor the pump and call back if they had any further issues. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.